Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient was revised for pain. Additional information received on 7/27/2015: "it was reported through the filing of a lawsuit that allegedly after implantation the patient found it increasingly difficult to walk for an extended period of time. She continued to suffer extreme pain and limited mobility." The patient was revised on (B)(6) 2012 and it is alleged that the patient "experienced metallosis and corrosion".

Manufacturer narrative:
An event regarding corrosion resulting in metallosis involving a 32mm -4 lfit v40 head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection could not be performed as no products were returned. -medical records received and evaluation: an isolated elevation of serum cobalt levels after bilateral total hip arthroplasties is not alone diagnostic of altr. Corrosion product are commonly seen within the head/trunion junction in hips explored for other causes such as infection or instability and are not routinely associated with clinical symptoms. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as histopathology reports and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient was revised for pain. Additional information received on 7/27/2015: " it was reported through the filing of a lawsuit that allegedly after implantation the patient found it increasingly difficult to walk for an extended period of time. She continued to suffer extreme pain and limited mobility." The patient was revised on (B)(6) 2012 and it is alleged that the patient "experienced metallosis and corrosion".